Event description:
The customer reported redness and stinging of the eyes while using cidex opa. The customer was not wearing any personal protective equipment. No identifying information was provided. The employee did not seek medical attention and did not require treatment for their symptoms. The asp clinical eduction coordinator suggested that they verify that the ventilation hood was working properly. The clinical education coordinator also recommended that the customer increase the number of air exchanges per hour in the room where the cidex opa is used.